Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient underwent hernia surgery "two weeks ago". Follow-up was made with the patient's peritoneal dialysis registered nurse (pdrn), who indicated the patient had inguinal hernia surgery on (B)(6) 2016. The nurse reported the patient did not have any infections and this was the patient's first hernia. Per the pdrn the patient underwent a scheduled out-patient surgery on (B)(6) 2016 for inguinal hernia repair. The nurse stated upon hospital discharge the patient was advised to temporarily suspend peritoneal dialysis treatments until (B)(6) 2016. The patient did not revert to hemodialysis treatments. Per the pdrn as of (B)(6) 2016 the patient's signs and symptoms of hernia have resolved and the patient continues to complete continuous cycler-assisted peritoneal dialysis (capd) treatments using the cycler without further issue. Medical records were requested.